Event description:
Customer reported the insulin gauge displayed an amount different than expected, approximately showing 30 units when 169 units were anticipated. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the discrepancy by loading a new cartridge and was advised to contact for further troubleshooting if the issue occurred again.